Event description:
On (B)(6) 2024, senseonics was made aware of a hypoglycemia event where the customer did not receive low glucose alerts. The customer reported that on (B)(6) 2024 at 1:11 am , the blood glucose (bg) value was 46 mg/dl where as sensor glucose (sg) was 120 mg/dl. At 12:40 pm. The bg was 62 mg/dl and sg was 74 mg/dl. The low glucose alert threshold was set at 65 mg/dl. Customer was able to eat something to resolve both instances and did not require any medical intervention.

Manufacturer narrative:
Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.

Manufacturer narrative:
The initial investigation was performed on customer synced glucose values on data management system (dms), which is a cloud platform for eversense systems. Based on initial investigation analysis, the customer reported mismatches were confirmed. The customer did not received low glucose alert in both the instances as sensor glucose (sg) value never went below the low glucose alert setting of 65 mg/dl. A further review of the system performance suggested a deviation from normal behavior, due to which a return material authorization (RMA) was issued for sensor replacement. The manufacturer is currently performing evaluation and the results will be provided in the supplemental report. Date of this report 07 june 2024. Date received by the manufacturer? 07 june 2024. Device evaluated by manufacturer? No.

Manufacturer narrative:
The initial investigation was performed on customer synced glucose values on data management system (dms), which is a cloud platform for eversense systems. Based on initial investigation analysis, the customer reported mismatches were confirmed. The customer did not received low glucose alert in both the instances as sensor glucose (sg) value never went below the low glucose alert setting of 65 mg/dl. A further review of the system performance suggested a deviation from normal behavior, due to which a return material authorization (RMA) was issued for sensor replacement. Investigation of the returned sensor did not reveal any visual abnormalities and performance malfunction as it passed all functional tests. The failure mode (sensor performance deviation) could not be reproduced via the in-house testing, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A further review of the case information revealed that the customer had also reported infection at insertion site around 26 april 2024. The infection could have likely caused or contributed towards the sensor inaccuracies/ performance deviation. The infection incident was reported under (B)(4) (MFR # 3009862700-2024-00693). This incident does not require any further investigation. B4. Date of report updated to 23 july 2024. G3. Date received by manufacturer updated to 23 july 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4315.